Event description:
The customer allegedly received too much oxygen from the concentrator, resulting in death.

Manufacturer narrative:
MFR spoke with the distributor. The distributor went out to check the consumer's concentrator due to a power outage that had occurred in their area. The dealer switched out user's device with another as a courtesy. The family alleged the replacement device was either putting out too much oxygen or not enough. The dealer inspected both devices, and reports both are functioning, and could not replicate the complaint. The distributor reports the user was diagnosed with copd, congestive heart failure and osteo-arthritis and has since passed. It's unk how the user passed. Device appears to be functioning with no discrepancies. Malfunction is not confirmed. MFR is attempting to obtain product for inspection.

Manufacturer narrative:
The unit involved in the alleged incident was received and inspected. The concentrator visually appeared in good condition. The hour meter displayed 2,680 6 hrs. The dust particle filter was observed missing from the cabinet. The inlet filer was also noted as missing. These filters are service items that are cleaned and/or replaced by a dealer when service requirements are performed. The concentrator was powered on and ran for 1 hour. The device functioned as designed and produced oxygen levels at 94.3 to 94.6 %. No discrepancies were observed the concentrator functioned as designed.

Event description:
The consumer allegedly received too much oxygen from the concentrator, resulting in death.